Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, pseudomonas peritonitis is related to contamination and often associated with infection of the pd catheter. The pd catheter complication is unrelated to any fresenius product. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a patient contact that a peritoneal dialysis (pd) patient had been in the hospital for 12 days due to peritonitis and malposition of the pd catheter (not a fresenius product). The patient¿s pd catheter issue could not be corrected due to the patient¿s peritonitis. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient presented to the hospital with abdominal pain. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with ceftazidime (dose, frequency, and duration not provided). The pd culture resulted positive for pseudomonas (species unknown). During the hospitalization it was determined that the patient¿s pd catheter was not working, and the patient was unable to drain properly. The physician elected to postpone fixing the pd catheter issue until the peritonitis resolved. The patient was discharged. After the call to technical support, the patient was seen in the pd clinic. The pd nurse did a fill with antibiotics and then attempted to drain the patient but was unsuccessful. The patient was sent to the hospital and admitted for the pd catheter complications. The patient remains hospitalized. The cause of the peritonitis event is unknown; however, the pd nurse confirmed there were no reported cassette leaks or liberty select cycler malfunctions related to the peritonitis.